Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ventilator display had a vertical line on the left side of the screen. Although requested, information regarding patient involvement was not provided.

Manufacturer narrative:
(B)(4). Additional information provided: there was no patient involvement. The covidien service engineer (se) inspected the device and reported that the adapter was not connected properly, and the electrical cable connection was loose. The se reconnect the cable and the adapter and monitor display were determined to be working fine.